Manufacturer narrative:
It was discovered by the receipt of medical records that the knee devices were not stryker product.

Event description:
Patient called after reading about the recall products. Had a total left knee surgery in 2008, no exact date given. Pain, instability, swelling, chips/pieces and out of alignment. Patient has consulted with a surgeon of which xrays were done, hopes there is no infection. Having surgery (B)(6) 2017. On (B)(6) 2017: it was discovered by the receipt of medical records that the knee devices were not stryker product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Patient called after reading about the recall products. Had a total left knee surgery in 2008, no exact date given. Pain, instability, swelling, chips/pieces and out of alignment. Patient has consulted with a surgeon of which xrays were done, hopes there is no infection. Having surgery (B)(6) 2017.